Event description:
In 2008, the patient underwent surgery with the distal lateral plate and distal medical plate. Three months after the surgery, the surgeon found through x-ray that the two screws backed out of distal medial plate and the one screw of the distal lateral plate was broken. The surgeon thought the patient bone was union and removed only distal medial plate but did not remove the distal lateral plate and screws.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Same patient event as MDR 8031020-2008-00212 and 8031020-2008-00215.